Event description:
A post-cardiac surgery patient was being weaned off the ventilator in preparation for extubation of the endotracheal tube. The patient was in a semi-recumbent position when the patient appeared to be "gagging". This condition was described as a "glottal reflex or valsalva movement" resulting in total occlusion of the patient's airway. This happened suddenly rather than as a gradual and controlled process. Sedation was quickly administered to stop this reaction and the situation resolved quickly.

Manufacturer narrative:
The product involved in the incident will not be returned for evaluation. An internal health risk assessment was conducted. Patients lying in prone position, elevated temperatures, and patient gagging can contribute to this incident type. Tube placement could also contribute to risk. The likelihood of occurrence was rated as "rare"; the probability of injury was rated "unlikely but possible"; and the severity of injury was rate at "limited- transient self-limiting illness or minor injury". The incident would be easily recognized by the user since alarms on the respirator would occur. Information from this incident will be included in our product complaint and MDR trend systems. Ongoing analysis of trend information is used to identify the need for additional investigations.